Manufacturer narrative:
Investigation: two photos were received and evaluated. The photos depict a single loose 10ml syringe with customer label attached and a top web from batch #8311607 (p/n 302995). The barrel of the syringe was observed to have a lengthwise crack between approximately 1ml and 7ml outside the printed scale markings. Furthermore, a device history record review showed no rejected inspections or quality issues during the production of the provided lot number that could have contributed to the reported defect. Potential root cause for the cracked barrel defect is associated with the assembly process.

Event description:
Material no.: 302995 batch no.: 8311607. It was reported that during use of the syringe 10ml ll s/c 200 the syringe was cracked. The following information was provided by the initial reporter: cracked syringe. Unable to administer drug due to sterility concerns.

Manufacturer narrative:
A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
Material no.: 302995 batch no.: 8311607. It was reported that during use of the syringe 10ml ll s/c 200 the syringe was cracked. The following information was provided by the initial reporter: verbatim: cracked syringe. Unable to administer drug due to sterility concerns.